Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, the event was reported to have occurred sometime the previous week before the report. The customer reported a second phone number of (B)(6). The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of an interlink buretrol solution set separated from the buretrol chamber, leading to a leak. The reporter stated that the set ¿completely fell apart.¿ this occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.